Event description:
It was reported that the patient presented with preoperative diagnosis of adjacent level degenerative disc disease, herniated disc l4-5 on the right and spinal stenosis at that level with severe unremitting back pain and neuritis status post fusion l5-s1. Patient underwent posterior lumbar interbody fusion with posterolateral fusion l4-5 and then removal of instrumentation l5-s1, re-instrumentation l5-s1, fusion from l4 down to s1 posteriorly. Herniated disc was aspirated and. A tlif cage was placed with rhbmp-2/acs and autograft in the middle. Bmp was also placed in the posterolateral gutters had bilaterally and graft expander/extender was placed on the right as well as autograft. The patient presented for postop diagnosis reporting with low back pain. Fifteen days post-op: the patient underwent cr lumbar spine which had the following conclusion: ¿unremarkable immediate postoperative appearance fusion, l4-s1¿.

Manufacturer narrative:
Concomitant medical products: screws, cage, rod, graft extender/expander, actifuse (implant: (B)(6) 2012). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.